Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had elevated ldh up to 754 (u/l) and went down to 681 (u/l), patient currently was on heparin drip. It was noted on the patient¿s file history that patient had 3 pump exchanges to date due to device thrombosis (c/b pump thrombosis x 2.) No further information provided.

Event description:
Correction to the event description: it was reported that laboratory test results indicated a lactate dehydrogenase (ldh) level of approximately 754 u/l. A heparin drip was initiated and the ldh level went down to 681 u/l. An ideal donor heart became available and the patient was successfully transplanted on 17jul2018. Of note, during the course of lvad support, the patient underwent two pump exchanges (B)(6) 2017 due to suspected pump thrombosis. No further information provided.

Manufacturer narrative:
This supplemental report was submitted to make a correction to the event description. It was inadvertently reported that the patient underwent 3 pump exchanges; however, only two pump exchanges were performed during the course of lvad support. The referenced pump exchanges on (B)(6) 2017 due to pump thrombosis were reported by the manufacturer under MFR. Report #s 2916596-2017-02116 and 2916596-2018-00287, respectively. No additional information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed an issue that would have contributed to the report of elevated ldh. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. A segment of the driveline measuring approximately 12 inches was also returned, and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was also returned separate from the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. A dark red and gray, ring-like thrombus formation was observed surrounding the inlet bearing ball and cup. The laminated structure of the thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it was partially obstructing the flow of blood, which could have contributed to the reported elevation in ldh. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2018. The pump was returned for evaluation.